Event description:
It was reported to the manufacturer that the vns patient's device was found to be inadvertently programmed to 0 ma at a follow-up visit. The patient indicated that she could not longer perceive stimulation. It was also indicated that the patient experienced a seizure since the last office visit for which she visited the ER due to the severity of the event. The reported seizure is mot likely a result of loss of therapy from the device being programmed off. The patient's device was programmed back on at the most recent visit. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.